Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemicolectomy procedure, while stapling the colon, the device won't fire. They opened a new device to complete the case. No patient injury, but it was noted that the laparoscopic procedure was converted to open unrelated to device problem.